Manufacturer narrative:
The elecsys hcg stat reagent lot number is 821080, and the expiration date was not provided. The customer stated that they are receiving tip/cup gripper errors when they run samples, and the cups are lying on the analyzer. A field service engineer (fse) determined that a tube had fallen off the pulley. The fse resolved the issue by putting the tube back on the pulley for the sample probe and cleaned the gripper fingers. For verification, the fse completed a system volume check, and the system was operational. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas e 411 analyzer (rack system) for one patient. The initial result was > 10,000 miu/ml. The repeat result after dilution of 1:20 was 47.68 miu/ml, accompanied by a data flag. There were two additional repeat results after dilution. One result after a dilution of 1:20 was 132,766 miu/ml, accompanied by a data flag, and another result was 127,452 miu/ml. The repeat result of 132,766 miu/ml was deemed to be correct.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.